Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 70 to 100 mg/dl at the time of the incident. The customer was assisted with troubleshooting and advised to change the sensor. The customer was advised the sensor will be replaced. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used partial guardian sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test and sensor passed per specifications with accurate readings. See attached file for results. Unable to confirm needle anomaly due to customer did not return insertion needle. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.